Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. At this time, the replacement procedure has not occurred, and the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. The system was subsequently explanted and replaced with a transvenous system to resolve the event and no additional adverse patient effects were reported. The s-ICD system has been received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received multiple inappropriate shocks and was hospitalized. Boston scientific technical services (ts) was contacted for a device data evaluation. It was discussed that the inappropriate shock therapy was delivered due to over-sensed noise and variable r-wave amplitude morphology. Provocative maneuvers and diagnostic imaging were recommended to assess the system integrity. However, it was stated the patient was scheduled for a s-ICD system extraction procedure to resolve the event. The system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.